Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care patient procedure, using a glidescope core smart cable, the image intermittently disappeared and produced poor video quality described by the customer as appearing, "like a cartoon." The customer also reported that the hdmi male-connector end of the smart cable was detaching from the cable. No harm to the patient was reported.